Event description:
It was reported that the driver instrument was broken during a surgical procedure. The surgeon was able to retrieve the fractured piece. No patient complications were reported.

Manufacturer narrative:
Device has been returned to the manufacturer. A visual macroscopic examination was performed by a product engineer revealed that the tip broke on the driver, appears to start from the spring tab. Unable to determine the cause of the event.